Manufacturer narrative:
Batch review performed on 30 april 2021: lot 154000: (B)(4) items manufactured and released on 07-oct-2015. Expiration date: 2020-09-21. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event since 1-1-2017. Additional items involved in the event: gmk-sphere 02.12.0002r femoral component sphere cemented size 2 r (k121416) lot. 147225 batch review performed on 30 april 2021: lot 147225: (B)(4) items manufactured and released on 28-jan-2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event since 1-1-2017.

Event description:
Revision surgery 5 years and 2 months after primary for knee instability due to femur and tibia subsidence. The surgery was completed successfully, gmk hinge implanted.